Event description:
It was reported by service report that the side rail was broken and the plastic was protruding out and making a sharp point. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edge on the broken siderail assembly.